Manufacturer narrative:
Updated fields: b4, d9,e1 (event site telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) investigated the issue and determined that the concern resulted from a misunderstanding of how the external cart-mounted helium gauge functions compared to the unit internal reservoir gauge. No helium leak was found. The unit passed all functional and safety tests in accordance with the manufacturer¿s specifications and was returned to the customer for clinical use.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) was showing inaccurate reading. Helium leak was due to a misunderstanding on how the gauge on the cart operates versus the internal reservoir gauge. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.